Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material inside the packaging outside of specification issue occurred. It was reported that there was a strand that appeared to be paper or hair discovered on the handle of the catheter before the catheter was removed from the case and as the packaging was being opened. They replaced the catheter and the procedure continued. There was no patient consequence reported. Additional information was received. For the soundstar issue, the issue was noticed before use. Long strands of clear/white looking material similar to pictures was included. The device was not used on the patient. The event was assessed as MDR reportable for foreign material inside the packaging outside of specifications.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material inside the packaging outside of specification issue occurred. There was a strand that appeared to be paper or hair discovered on the handle of the catheter before the catheter was removed from the case and as the packaging was being opened. They replaced the catheter and the procedure continued. There was no patient consequence reported. Additional information was received. For the soundstar issue, the issue was noticed before use. Long strands of clear/white looking material similar to pictures was included. The device was not used on the patient. The investigation was completed on 15-nov-2022. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material was observed on the handle of the soundstar eco ge 8f catheter, no other damages or anomalies were observed on the photo provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection test of the returned device was performed following bwi procedures. The foreign material reported by the customer cannot be confirmed during the visual analysis; however, the picture provided by the customer was visualized. The quality process ensures all devices are manufactured, inspected, and released to approved specifications. The issue reported by the customer was confirmed. An internal investigation has been opened to investigate the root cause of the issue of the white fibers. A device history record review was performed for the finished device and no internal actions related to the complaint were found during the review. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿foreign material inside the packaging outside of specification¿ device evaluation analysis. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿foreign material inside the packaging outside of specification¿ issue photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 13-dec-2022, noted a correction to 3500a initial field d4. Device manufacture date as incorrectly processed as 22-jun-2022; however, it should have been processed as 21-jun-2022. Therefore, updated.